Event description:
A surgeon reports that following intraocular lens implant surgery, a patient's vision slowly deteriorated. A yag laser procedure was performed, but the patient's vision remained unsatisfactory. Upon examination, the lens is reported to have glistenings that the surgeon believes is contributing to the loss of visual acuity. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.